Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
Correction - h6 (clinical signs code, results code) the reported event could not be confirmed, based on available information, CT scans and medical expert opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is a girdlestone situation with a cement spacer visible in the CT scan. Therefore, an infection as underlying cause of the revision can be assumed, as there is no further clinical information given regarding this case. The initial implantation took place in 2019. A connection to the implant or the implantation is therefore unlikely, as we are faced with a late infection of the implant." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.